Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the delivery system was returned with the device intact in the device cup, analyzed. There was excessive leakage at the exchange joint of the inner shaft of the delivery system. The lumen of the delivery system was torn. The delivery system tether lock housing leaks. The delivery system tether port leaks. Fluid pathway leak was observed on the delivery system. The delivery system tether was frayed. The device cup of the delivery system was damaged. There was a deployment issue with the delivery system. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The articulation of the delivery system was out of plane. The analyst noted leaking in the handle was confirmed. The lumen torn and the shaft kinked/bucked positively contributed to the deployment issue during procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), delivery system handle leak was observed. It was also noted that the delivery system invagination was preventing recapture of the ipg. Leadless ipg was never implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to d4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), delivery system handle leak was observed. Multiple implants were attempted due to bad electrical parameters of high thresholds and low impedance. It was also noted that the delivery system invagination was preventing recapture of the ipg. On the sixth attempt the ipg was successfully recaptured and when checked outside the patient they noted the capsule was crooked which explained the recapture difficulties. Leadless ipg was never implanted and was replaced. No patient complications have been reported as a result of this event.